Event description:
It was reported to baxter (B)(4) that a colleague infusion pump interrupted delivery during patient use. The device was infusing an unknown patient with 500 milliliters of a solution of 900 milligrams amiodarone when the device alarmed and displayed the message "out of service," interrupting delivery. During testing by clinical engineering, failure code 808:03 occurred while attempting to run the device. No patient injury or medical intervention was reported. The user interface module master software version of this device is unknown. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.device evaluation confirmed the reported condition of failure code 808:03 and determined the root cause to be a faulty pump head module. The pump head module will be replaced to repair the reported condition.a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Correction: the user interface module master software version of the device was inadvertently omitted from the previous submission. The unremediated user interface module master software version is 5.07.00.additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).